Event description:
After a procedure, it was reported that the physician inspected the thermocool® smart touch¿ electrophysiology catheter tip and recognized some kind of fibrous on it. During ablation, there was an impedance rise with a force reading of 35 g. Total ablation time was 3.5 minutes. There were no patient consequences. On (B)(6) received additional information requested from (B)(6) representative stating that the approximate size of it was one cubic millimeter. The physician was unsure whether it was char. The generator setting was 30 watts, 43 degrees and 30 ml/min. Based on the available and current information, it was determined for this complaint to be reportable.

Manufacturer narrative:
After a procedure, it was reported that the physician inspected the thermocool smart touch electrophysiology catheter tip and recognized some kind of fibrous on it. During ablation, there was an impedance rise with a force reading of 35 g. Total ablation time was 3.5 minutes. There were no patient consequences. On may 7th, received additional information requested from bwi representative stating that the approximate size of it was one cubic millimeter. The physician was unsure whether it was char. The bwi failure analysis lab received the device for evaluation. The returned device was visually inspected and there was a dark red material found on tip of catheter between electrodes # 1 and # 2. Per the reported event, the catheter was tested for electrical performance, temperature response and stockert compatibility and found within specifications. Due to the dark red material found, an irrigation test was performed and catheter passed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint in regards the fibrin (dark red material) was confirmed. However, the catheter met manufacturing specifications.

Manufacturer narrative:
Since the lot # 16047130m was provided, the device history records was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer's reference # (B)(4).